Event description:
Femoral and tibial components revised due to osteolysis/loosening. Poly button of cruciform rotating patella replaced as also worn. Service fibrosis and poor range of movement found intra-op.